Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the pen ii organon puregon® pen second gen there was an issue with leakage. Two to three drops leaked before administrations and continue to pour out. The following information was provided by the initial reporter: needle poured 2 to 3 drops before administrations and continue to pour. Plunger visible and air bubble inside cartridge does not disappear. Pen already used in another cartridge. Patient reassemble the pen and stopped leaking.

Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that during use of the pen ii organon puregon® pen second gen there was an issue with leakage. Two to three drops leaked before administrations and continue to pour out. The following information was provided by the initial reporter: needle poured 2 to 3 drops before administrations and continue to pour. Plunger visible and air bubble inside cartridge does not disappear. Pen already used in another cartridge. Patient reassemble the pen and stopped leaking.